Event description:
It was reported that the patient experienced a procedure to replace and inflatable penile prosthesis(ipp) pump due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for the revision was that the pump would not transfer fluid. The patient outcome was reported to be recovering.